Event description:
It was reported that the device was sent in for preventive maintenance. During product evaluation, it was found that the motor speeds were out of specification on the low end. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the control bar was loose, the spring seal was damaged, the control bar, adjustment cams, spring pin, and dowel pins were not in the correct position. The spring seal, nut bearing lock, screw seal, hinge throttle, gasket, poppet spring, swivel, motor, sleeve, bearing spacer, wave washer, planetary gears, dowel pins, planetary carrier, ring gear, bearings, and screws were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.